Event description:
Note: event was from a clinical study: surgery date: (B)(6) 2011, coiling of symptomatic, unruptured, basilar tip aneurysm, 7 mm height, 6 mm width, 6 mm depth. Pre-op mrs = 0, history of hypertension and hyperlipidemia. Subject was discharged (B)(6). Event: (B)(6) 2011 -sae hospitalization. Pt was admitted to the hospital after experiencing an acute episode of loss of vision in his eyes that lasted approx a min and then the pt had some double vision which subsequently resolved. Pt was admitted and given a bolus of 300mg plavix and 325mg aspirin. Pt underwent mr angiogram and MRI which did not reveal any acute infarction or hemorrhage. There was good stent coil embolization of the basilar tip aneurysm and flow through the basilar and posterior cerebral arteries; no thrombosis. Pt was kept overnight and was seen to be fully neurologically intact on the day of discharge. Site states that the relationship of the event to the device, the procedure or disease is unk. Medical monitor states that the relationship of the event to the device or the procedure is unk. Event: (B)(6) 2011: ae (not sae) pt reports that since being discharged home from the hospital on (B)(6) 2011, he has had left blurred vision. Pt had eeg on (B)(6) 2011 that was abnormal due to occasional periods of right, mid, and posterior temporal spikes and the right clinical contacts to the eeg study might support the diagnosis of epilepsy with potential right mid and posterior temporal onsets. The pt had a cta on (B)(6) 2011 of the head and neck and it showed coiling material from basilar tip aneurysm, mild atherosclerotic disease, and moderate stenosis on the left ica. Pt was started on keppra 750 mg twice a day and referred to neurology for seizures and headaches. Site states event is unrelated to the device or procedure. Medical monitor states event is unrelated to the device or procedure. (B)(6) 2011 following the epileptic episode, neurology started him on keppra and the pt experienced severe side effects including depression and anger, and suicidal ideation. Neurology switched him to depakote. Since the switch, his headaches have gotten worse and his other symptoms have not resolved. He describes migraine-type headaches. He was seen by his primary care physician on (B)(6) 2011. Nothing new was noted, other than continued headaches. He is still seeing neurology concerning his headaches. Neurology does not think that the depakote is causing the side effects. They are referring the pt to psychiatry.

Manufacturer narrative:
Devices used: additional catalog #s: csp180400; cdf100310-30; cpl100306-30; che100310-30; cpl100152-30. Additional lot #s: g12936; f56143; g12813; f67435. Additional mfg dates: 02/2011; 10/2009; 02/2011; 02/2011; 11/2010. Additional exp. Dates: 02/2016; 10/2014; 02/2016; 02/2016; 11/2015.